Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self -test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments or partial display noted. No blank display anomaly noted, however moisture damage found on the lcd board. The insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had partial display. Customer's blood glucose was 125mg/dl at the time of incident. Customer's mother stated that when a new battery was inserted, the display did not return to normal. The customer's mother also stated that the insulin pump was bumped. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.